Event description:
Flowflex tests purchased from cvs have several problems: qr codes are not scannable on tests. Per flowflex company website, cvs is not an authorized seller. False negative results with faint line. (I confirmed the 4 tests I purchased at cvs la quinta, ca are not counterfeit tests). FDA safety report ID # (B)(4).